Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Trial insert cracked while inserting to trial. Update nov 9, 2015 upon product evaluation the trial is chipped and gouged.